Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not turned on and produced a burning smell on the station. During device inspection, a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-sep-2022 to 02- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an odor of electrical burn. The stain was already powered off and disconnected from the outlet. The field service engineer proceeded to inspect aux drawer 7 and noticed solenoid was slightly burnt and a strong smell was coming from solenoid. The field service engineer replaced the drawer's solenoid, controller board, row board ribbon cable and retractor band to resolve, no other thermal damage was observed. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was inoperable and producing a strong burn smell. A field service engineer replaced the drawer's solenoid, controller board, row board ribbon cable and retractor band to resolve, no other thermal damage was observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was not turned on and produced a burning smell on the station. During device inspection, a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.